Manufacturer narrative:
A ge service representative performed an investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported a communication failure message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.